Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported issue. Although the issue could not be reproduced, it was determined the cause was related to the transducer connector having moisture or foreign debris. The system has returned to service with no similar issues reported.

Event description:
A customer reported their epiq cvxi ultrasound system crashed during a mitral clip treatment. The system was exchanged to complete the procedure. There was no user or patient harm as a result of the issue. The service engineer was not able to reproduce the reported issue. Philips has started an investigation, and upon completion, a follow up report will be submitted.